Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection identified septum material inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in a stripped set screw.

Event description:
It was reported that during an unsuccessful lead repositioning due to dislodgement, the set screw was stripped on the header of the device. The device was explanted and replaced. The patient was well after the event.